Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that forceps elevator has foreign material. The device adhesive of the objective (ob) lens and the light guide (lg) lens are dirty. This is attributed to failure to clean adequately. In addition, the inside of the lg lens is dirty through a gap caused by peeled adhesive. Other observations for the device: forceps channel port has a dent; switch box has a dent; air/water cylinder has discoloration; suction cylinder has discoloration; due to wear of angle wire, the play of right/left knob is out of the standard value; connecting tube has a scratch; distal end is shaved; and there is corrosion around forceps elevator l-arm. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device to the service center for an annual inspection. There is no patient involvement. Upon evaluation of the returned device, it was observed that forceps elevator has foreign material. The device adhesive of the objective (ob) lens and the light guide (lg) lens are dirty. This is attributed to failure to clean adequately. In addition, the inside of the lg lens is dirty through a gap caused by peeled adhesive. This medwatch is being submitted for the reportable issues of presence of foreign material in the forceps elevator, dirty lg lens and adhesive of ob lens, and inside of lg lens being dirty, as observed during device evaluation.